Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The devices associated with this report were not returned and are presumed yet implanted. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A lot specific search of the complaint database and/or DHR review was not possible as the lot codes were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege, since surgical implantation, patient has suffered symptoms including, but not limited to pain, swelling, soreness, difficulty walking, decreased mobility, and other symptoms. Update: 2/20/2013 - medical records received. Records indicate that patient has a pinnacle hip. There is no new additional information that would affect the MDR decision. The medical records are available in email, if needed for further review.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers allege since surgical implantation, patient has suffered symptoms including, but not limited to pain, swelling, soreness, difficulty walking, decreased mobility, and other symptoms. Doi: (B)(6) 2008 - dor: no revision reported at this time. (Right side). Patient is a resident of (B)(6). Update 02/20/2013 - medical records received. Records indicate that patient has a pinnacle hip. The medical records are available in email, if needed for further review. Update 04/09/2013 - pfs received from legal. Patient height: 6'1". Update: 10/11/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Patient weight: (B)(6) lbs. Doi: (B)(6) 2008 no revision (right hip). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation papers allege since surgical implantation, patient has suffered symptoms including, but not limited to pain, swelling, soreness, difficulty walking, decreased mobility, and other symptoms.